Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing heart rates of approximately forty beats per minute, which was below the lower programmed rate of the cardiac resynchronization therapy defibrillator (crt-d). It was also reported that the left ventricular (lv) lead was exhibiting possible intermittent non-capture. The crt-d and lv lead remain in use. No further patient complications have been reported as a result of this event.